Event description:
It was reported by repair work order that the headend was stuck at an elevated height due to a malfunctioning lift motor and lift motor coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the headend was stuck at an elevated height due to a missing lift motor, damaged lft motor coupler, and damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the headend was stuck at an elevated height due to a malfunctioning lift motor and lift motor coupler. Follow-up submitted as further investigation determined the lift motor was missing and the headend being stuck elevated was also due to a damaged cpu board.